Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Manufacturer narrative:
Based on the device setting information from the device image, the device did not perform to the expected longevity. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient recently travelled and during a follow-up, the device was found to be at eri.